Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
After one month, the PICC set close to the tubular (the part where cook is written) broke off. The pt had to go back to the hosp and get a new catheter inserted. No injury on the pt. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.